Event description:
The event is reported as: the ball bearing in hinge (inside lip) is getting stuck. The blades cannot attach to the handle since ball bearing does not move. No pt injury reported.

Manufacturer narrative:
Product has been received by MFR but investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.